Event description:
A patient in a study (ion registry) underwent an ion lung biopsy of a left upper lobe lesion. The procedure was completed as planned with the ion system and there were no reported malfunctions. Thirteen days later, the patient called with complaints of increased shortness of breath and was sent for a chest x-ray (cxr) which showed progression of focal opacity in the right lung base, suggesting a combination of worsening mild-to-moderate right pleural effusion with atelectasis or infiltrate of the right lower lobe. Four days later, the patient was referred to pulmonology and underwent a right-sided thoracentesis with 2.9 liters of fluid removed. The pathology report of the fluid showed reactive mesothelial cells. The size of the biopsied lesion was 18 x 20 x 24 mm and the distance of the lesion from the pleura was 1 mm. The tools used were 19g flexision needle, cryoprobe - 1.1 mm, forceps - other brand. The pathology biopsy results were malignant - metastatic tumor (kidney). It is reported that the physician thinks that the patient's pleural effusion was not related to his immunotherapy but was likely related to his metastatic lung disease.

Manufacturer narrative:
There was no report that an ion system, instrument or accessory malfunctioned during the procedure. A system log review did not find any errors that were relevant to the reported event.